Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl, they checked it again it spiked to 500 mg/dl. The customer gave himself correction bolus but it did not go down. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer then gave manual delivery through syringes and the blood glucose came down to 200 mg/dl, they woke up after 2 hours with 190 mg/dl, 270 mg/dl and currently was at 80 mg/dl. The customer also experienced nausea and vomiting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer alleged the insulin pump for under delivery because after delivering bolus they still had high blood glucose levels. The insulin pump was not on auto mode at the time of incident. The insulin pump passed self test and displacement test. The insulin pump will not be returned fr analysis.